Event description:
Zoll patches were placed by emt's at the pt's home. The external pacemaker was turned off once the pt was admitted to the emergency department. She subsequently was transferred to the ICU where the patches were removed upon admit. The nurse removing the patches noted a dime size burn under the left breast. She also suspected skin fold under the patch.